Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient in a study underwent an ion lung biopsy procedure. After the procedure the patient was noted to have bleeding, classified as nashville scale grade 2, requiring multiple aliquots of cold saline. The investigator believes the cause of the bleeding to be the flexision needle and cryoprobe. The amount of blood loss was not recorded. Hemostasis was achieved by the end of the procedure and the event was reported as resolved. The lesion of the right lower lobe measured 20 x 24 x 18 mm. The tools used include 23g flexision needle and cryoprobe - 1.1 mm. The instrument distance from the nearest pleura was 6 mm. The procedure was completed as planned and discharge occurred the same day with no further complications reported. The patient¿s relevant comorbidities reported were a history of systemic hypertension, coronary artery disease, emphysema, copd (gold grade unknown), type ii diabetes. The patient was a previous smoker with a 64-pack-year. There was no report of a da vinci device malfunction during the procedure. The study investigator reported the event as not a serious adverse event (sae), common terminology for criteria for adverse events (ctcae) grade 2, not related to the ion system, probably related to the procedure, and not related to the patient¿s existing condition(s).